Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to glenoid loosening and fracture of the compression screws. However, the reported loosening and fracture could not be confirmed, and the sequence of events could not be determined from the reported information. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
D10: concomitant devices: 300-01-09 - eq, humeral stem primary, press fit 9mm: a092302, 320-01-38 - equinoxe reverse 38mm glenosphere: a181913, 320-15-04 - rs glenoid plate post aug, 8 deg, right: a210611, 320-15-05 - eq rev locking screw: a116782, 320-20-00 - eq reverse torque defining screw kit: a122323, 320-20-26 - eq rev cmprss scrw lck cap kit, 4.5 x 26mm: a166881, 320-20-30 - eq rev cmprss scrw lck cap kit, 4.5 x 30mm: a141435, 320-20-30 - eq rev cmprss scrw lck cap kit, 4.5 x 30mm: s383064, 320-38-00 - equinoxe rev 38mm humeral liner +0: a177069. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 79 yo female patient, initial right shoulder implanted in (B)(6) 2022, underwent a revision procedure in (B)(6) 2025, approximately 2 years 1 month post the initial procedure. The patient¿s baseplate had come loose. 2 out of the 3 screws had broken. The surgeon could not revise to a reverse because the area was too small. The surgeon packed the glenoid with bone graft and he put in a big cta. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. There were no x-rays available. The explanted devices are not available for return as they were disposed of by the hospital. No device images were able to be obtained. No further information. This is 3 of 3 reports.